Manufacturer narrative:
The date of death was unknown. Therefore, processed the b2. Date of death as on (B)(6)2024, the date that the bwi representative was alerted of the adverse event. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number: (B)(4) has two reports: (1) MFR#: 2029046-2024-00276 for product code d139505 (qdot micro). (2) MFR#: for product code d138402 (ngen rf generator, us configuration).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a qdot micro catheter and ngen rf generator, us configuration and patient experienced an esophageal fistula and died. It was reported that sometime following an atrial fibrillation procedure, an adverse event occurred. The physician notified the caller on 02-jan-2024 that the patient they had performed an afib procedure on (B)(6) 2023, had experienced an esophageal fistula and had passed away. Additional information was received. They used q mode on the ngen rf generator, us configuration in temperature control mode with a target of 50. High flow started at 45. Looking at ngen rf generator, us configuration post screen for that procedure they had a maximum of 51 degrees and average of 37. They are unsure of which lesion caused fistula. This physician typically uses 40 w on the posterior wall. Correct catheter settings selected on generator and pump functioning properly. There were no abnormal error messages. The esophageal temperature was managed with an abbott sensitherm multi-probe. Max temperature measure was 41.7 in esophagus. Physician's opinion on cause of the adverse event was the procedure.

Manufacturer narrative:
The product investigation was reopened to correct the coding under h6. Type of investigation on 14-may-2024. Removed ¿analysis of data provided by user/third party (b15)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a qdot micro catheter and ngen rf generator, us configuration. It was reported that sometime following an atrial fibrillation procedure, an adverse event occurred. The physician notified the caller on (B)(6) 2024 that the patient they had performed an afib procedure on (B)(6) 2023, had experienced an esophageal fistula and had passed away. The investigation was completed on (B)(6) 2024. Service was not needed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).